Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 229, 205 and 317 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 212 mg/dl and 188 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that a1c is 7.4% which is equivalent to 166 mg/dl. Customer tested several times a day.